Manufacturer narrative:
The company service representative examined the system and replicated the intraocular pressure (iop) and infusion issue. The fluidics module was replaced to resolve the issue. The system was then tested and met all product specifications. The fluidics module was received and was tested. The reported event could not be confirmed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an internal-component wear/reliability. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received at manufacturing that has not yet been evaluated. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that intraocular pressure (iop) decreased and irrigation suddenly entered. Iop in left eye went up and down from under 10 to 100. The patient was recovered from the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy surgery, the infusion of the system became unstable and the patient experienced a retinal detachment. Additional laser treatment was performed. The surgery was completed. Additional information has been requested but not received.